Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 13.7 mmol/l. No further info reported.

Manufacturer narrative:
The insulin pump involved with this event is paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time revel insulin infusion pump, which is marketed in the u.s. Currently. It is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons all responded properly and no button error alarms were noted. However, the insulin pump was received with cracked battery tube threads.